Event description:
Reporter stated customer experienced one incident in which tubing leaked as a result of holes. This was noted in pharmacy contained area during prime of 5% dextrose solution. There was no report of patient or staff injury.